Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed episodes of high impedance, high threshold, and low ventricular sensing. A lead replacement procedure is anticipated. No intervention has been performed at this time. The patient was stable with no adverse consequences reported.